Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. However, the extension tubing was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sideport tubing detachment remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported side port detachment could not be conclusively determined.

Event description:
The side port detached from the introducer. Attempts to gather further information were conducted, but no response was received from the customer.

Event description:
During the procedure, the side port detached from the introducer. The issue was managed until removal of the introducer and there were no adverse consequences to the patient.